Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant. The patient had a prior medical history of aortic stenosis (as) and baseline left bundle branch block (lbbb). Calcification was observed extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on left-coronary cusp (lcc). A post-bav was also performed after the valve was implanted. At an unspecified time later that day, while the patient was recovering in the coronary care unit, they experienced a loss of consciousness due to ventricular standstill. As an immediate response, a temporary pacing wire was placed. The following day, (B)(6) 2025, a permanent pacemaker was implanted, and the patient had a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe that the patient or user experienced adverse health consequences due to the performance of the product. However, the implanter classified this event as being related to the patient¿s pre-existing conduction disease. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay was reported. The patient status was stable and recovering in the ward at the time of this report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant. The patient had a prior medical history of aortic stenosis (as) and baseline left bundle branch block (lbbb). Calcification was observed extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 5mm on the non-coronary cusp (ncc) and 6mm on left-coronary cusp (lcc). A post-bav was also performed after the valve was implanted. At an unspecified time later that day, while the patient was recovering in the coronary care unit, they experienced a loss of consciousness due to ventricular standstill. As an immediate response, a temporary pacing wire was placed. The following day, (B)(6) 2025, a permanent pacemaker was implanted, and the patient had a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe that the patient or user experienced adverse health consequences due to the performance of the product. However, the implanter classified this event as being related to the patient¿s pre-existing conduction disease. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay was reported. The patient status was stable and recovering in the ward at the time of this report.

Manufacturer narrative:
An event of loss of consciousness, ventricular standstill and arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported incidents could not be conclusively determined. The reported hospitalization, surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed during the procedure, the patient was hospitalized for rhythm monitoring and a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.